Event description:
Brush head snapped off [device breakage] no adverse event [no adverse event] case description: a consumer reported that while her daughter used an oral-b rechargeable toothbrush, version unk, the oral-b brush head, version unk snapped off the toothbrush, the product had been in use for 1 week. No symptoms developed. (B)(6) 2015, product investigation results: reporter returned an oral-b eb20 brush head. Analysis confirms that brush head fell off due to external force caused by dropping the whole appliance with brush fitted.

Manufacturer narrative:
Reporter returned an oral-b eb20 brush head. Analysis confirms that brush head fell off due to external force caused by dropping the whole appliance with brush fitted.